Event description:
It was reported that the keypad of a novum iq syringe pump was not working and is inoperable. The issue was further described as, 'some of the keys are working'. This occurred during maintenance test in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "the keypad on the device is not working and is inoperable" was not reproduced. A keypad test was performed, and the results passed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.